Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using test accessories without duplicating the report. Review of the device log shows that the stat padz were connected, however, never recognizes a valid patient impedance throughout the duration of the case. The user attempted to shock the patient without the device detecting a valid patient impedance and there is no viewable ECG signal through the pads. The device was extensively tested under various conditions including environmental and vibration and no faults were observed. The device passed all final testing successfully. The accessories used during the event were not returned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.